Event description:
Reporter alleged blood glucose measured 448, 149, and 188 mg/dl when all tests were performed within 2 minutes. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.